Event description:
It was reported that a high drain 105 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) indicated they had awoken during therapy and felt overfilled. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturing date is march 2011. The device was returned to baxter and an evaluation was performed to investigate the reported high drain 105 alarm. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. A review of the event history log identified the occurrence of a high drain error 105 alarm. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the evaluation, the cause was determined to be one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.